Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.

Event description:
Restor is implants were revised due to femoral and tibial implant loosening. Original surgery was performed on (B)(6) 2017 at (B)(6). Revision was done on (B)(6) 2020 at the same hospital and by the same surgeon. New implants of the same type were implanted. Femoral and tibial component of the same size were used, the insert thickness was changed from 9 mm to 12 mm. The revision was carried out successfully.

Event description:
Restoris implants were revised due to femoral and tibial implant loosening. Original surgery was performed on (B)(6) 2017 at (B)(6) . Revision was done on (B)(6) 2020 at the same hospital and by the same surgeon. New implants of the same type were implanted. Femoral and tibial component of the same size were used, the insert thickness was changed from 9 mm to 12 mm. The revision was carried out successfully.

Manufacturer narrative:
Reported event: an event regarding loosening involving a mako femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned. Visual inspection of the received image of the device noted the explanted device covered with biological material on the posterior side. Dimensional, functional and material analysis could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusion: it was reported that the patient was revised due to femoral and tibial implant loosening. The event could not be confirmed nor the exact cause of the event be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned.